Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear. The manufacturing date is 2019.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. This evaluation determined that the reported event was caused by failing batteries or battery chips due to wear and tear.

Event description:
On 6/14/2024, it was reported by an arthrex employee via (B)(4) that an ar-3200-0030 nanoscope console (from a loaner set rar-3200-0030 / sn: (B)(6) would not hold a charge and will only work if plugged in. The case was completed with the ar-3200-0030 nanoscope console being plugged in through the entire procedure. This was discovered during an in/off carpal tunnel release procedure (B)(6) 2024 , with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.